Event description:
It was reported that the user received an alert 38 while attempting to change the cartridge on the ilet pump, and the pump battery depleted before troubleshooting could be completed, indicating a mechanical problem with insulin delivery characterized as consecutive stalled motor. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to determine any impact on the user. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.